Event description:
It is reported that the distal threads of the inserter have fractured off and the ball plunger is missing.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: this type of thread damage might have been caused due to one or combination of the following factors: if the device is not threaded properly with the stem (i.e. Cross threading or partial thread engagement). Off axis impaction. Damage caused during repeated cleaning and steam sterilization. Off-label use (e.g. Device is used to extract the stem, heavy impaction force, etc). Ball plunger might went missing during cleaning/autoclaving. However, this is not an exhaustive list. No definitive cause analysis can be performed with certainty. Eval: device history records indicate all components were mfg and inspected to specification. As returned, the distal threads are fractured and there are impaction marks on the knob. The ball plunger is also missing. The tentative field age of the device is approximately 5 yrs 3 months.